Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (B)(4) on (B)(6) 2015 alleging that their onetouch verio iq meter was reading inaccurately high compared to their doctor's meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began one and a half months ago. The patient was unable to provide the exact blood glucose readings obtained by the doctor. The patient manages their diabetes with self-adjusted insulin. The patient stated that they increased their usual dose of novo rapid in response to the alleged high readings. The patient could not recall the exact dose taken or the date of the incident. The patient reported developing symptoms of "sweating, pale hands and shaking legs". The patient reported self-treating these symptoms by consuming sugar and fruit juice. The patient denied testing on any other device at this time. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient suffered serious symptoms associated with hypoglycemia and received self-treatment after the alleged issue began.